Event description:
It was reported the alarm heard going off every ten minutes was a two tone alarm, ¿sort of like a european ambulance¿. Per healthcare provider they were ¿pretty sure what it is but wanted to double check, they wanted to be absolutely clear about what this alarm means¿. The pump as of the date of this report was not interrogated and they were going to have the patient come in. They were thinking that that the pump probably needs to be refilled, but wanted to know what. In regards to low reservoir alarm, hcp noted that per their calculation they had five days left for this to occur. No therapy or medical problem was reported. Drug being delivered via the device was baclofen. Additional information received reported there was a medication error from the compounding pharmacy. The labels were switched on the syringes that were sent over. This was not determined until patient ended up in the intensive care unit (ICU) for a week. The patient had withdrawal symptoms. The alarm that was sounding was due to a low reservoir alarm, and the alarm was how the reporter found out what the issue was. The pump was programmed based on what should have been in the syringe, but since it was not accurate, the flow rate was off and the pump needed to be refilled sooner. The patient¿s pump was refilled at the hospital bedside with compounded baclofen 2000 micrograms per milliliter at 242 micrograms per day. The patient was released from the hospital with no further issues. The health care provider made sure the catheter and pump function was proper before the patient was released. There was never a device issue. It was later reported that it was not known what was put into the pump the time that landed the patient in the ICU. The symptoms ¿could have been withdrawal or overdose for all they know.¿ it was noted if the patient had been given 2000 micrograms per milliliter at 242 micrograms per day, the pump would not have alarmed for ¿at least another week.¿ it was confirmed there was no alarm in the hospital. The patient came in the day of the initial report to figure out what the alarm was.

Event description:
It was reported that the patient was in the intensive care unit (ICU) in march 2013 as a result of a ¿drug switch ¿ that was very serious.¿ the physician reported that the compounding pharmacy erred and ¿switched labels.¿ thepump was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).